Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, preceding/ simultaneous bone augmentation, inflammation. Complication after sinus lift, inflammation of the maxillary sinus, implant removed during sinus revision.